Event description:
It was reported that 2 packs of the cement hardened when the surgeon inserted the cement into the distal area of the femoral canal. It hardened for only 6 mins from the start of mixing with vacuum system in bha (the mixing system and implants were not stryker products). The surgeon changed the stem to downsized stem. There was about 40 min delay and no adverse consequences. The cement was stored in the refrigerator for 2 weeks.

Manufacturer narrative:
An eval of the device cannot be performed, as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the us, but a similar device is commercially available in the united states.